Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was attempting to impact the implant the tip fractured in half. The surgeon removed the fractured piece from the patient. A second instrument was used to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the provided photo identified the impactor pad has fractured. However, as the device did not return, further analysis could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. The reported event was confirmed through the provided photo.

Event description:
No further event information available at the time of this report.